Manufacturer narrative:
Internal complaint reference (B)(4). Literature: use of a novel variable power radiofrequency ablation system specific for knee chondroplasty: surgical experience and two-year patient results. Doi: 10.7759/cureus.12864.

Event description:
It was reported that on literature review, ¿use of a novel variable power radiofrequency ablation system specific for knee chondroplasty: surgical experience and two-year patient results¿, a total knee replacement revision surgery was reported 7 months after having used a werewolf controller & flow 50 wand. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The complaint history review found further instances of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review concluded: per the article, outcomes of 85 knee chondroplasties performed with a new rf ablation wand were reviewed. The occurrence of adverse outcomes, post-operative complications, and the need for further surgeries were evaluated. During the studying it was reported that a high tibial osteotomy revision surgery was reported 9 months after having used a werewolf controller & flow 50 wand. The article does state that ¿there were no observed re-operations considered to be caused by complications related to the study device.¿ a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.